Event description:
In 2003 at 5:15 am pt was suctioned via their tracheostomy and trach care was given. At approximately 6:25 am, the repiratory therapist found the pt unresponsive. CPR was attempted; unable to ventilate pt. The inner cannula was removed and pt was ventilated. It was noted that the inner cannula was twisted at two different places, approximately 1 1/2 inches and again at 2 inches below the blue ring. Resuscitation was unsuccessful and pt was pronounced dead by the md at 6:41 am.